Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer reported that their biomedical engineer inspected the involved iabp and they did a thorough inspection of the machine. They stated that the balloon catheter or extension tube were not provided to them for inspection. They also stated that they were unable to verify the reported failure, because they found the safety disk assembly to be properly mounted and latched in place. They noted a slight amount of moisture in the iab fill port line as is regularly seen during normal operation. The iabp unit was tested to manufacturer¿s specifications and no issues were noted. They completed their inspection and the iabp was returned to cvic and was cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) began alarming "leak in iab circuit". There was no blood visible. The customer switched consoles before calling getinge, but afterwards when the nurse was troubleshooting with the getinge service representative, the nurse found the safety disc to be slightly lose. No patient harm, serious injury or adverse event was reported.